Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. The patient was reportedly doing well postoperatively. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pocket site pain. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pocket site pain. The patient will undergo a revision procedure wherein the ipg will be relocated.